Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date. Event date not provided.

Event description:
It was reported that ro marker band misalignment occurred. A 2.50mm x 30mm emerge balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, it was noted that the balloon markers are not accurate as emerge balloon edge extends well past marker. There were no patient complications nor injuries reported.